Manufacturer narrative:
The device was received for analysis and met specifications. The device was not the cause of this incident.

Event description:
It was reported the physician planned to implant a minus 5.0 diopter intraocular lens but inadvertently implanted a plus 5.0 diopter lens. The initial implant was removed and replaced with the correct diopter on the same day of the original surgery. No complications occured.